Event description:
The patient reported he received a "3.0" and "77" on the display screen of his insulin infusion device. He stated the device was not responding to button presses and was beeping continuously. The patient stated this battery had been in the device for at least 18 days. To troubleshoot, the patient was instructed to disconnect from his device and check the battery lot number. It was discovered the battery was affected by the recall. The patient indicated he was not aware of the recall. Company records indicate the patient was given notice of the recall. The patient was educated on the recall and how to distinguish between a recalled battery and a corrected battery. The patient said he did not have any batteries not affected by the recall. The patient did not report blood glucose concerns related to this issue. The patient did not require medical assistance from a healthcare profession or second party to address the issue. The product was replaced and requested to be returned for evaluation.